Manufacturer narrative:
Initial and final MDR(B)(4). Device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced three adhesive issues between 27 and 28-may-2024-2024. He reported that infusion sets fell off during use. One sets was used for about 24 hours and other two were used for just a few hours. Blood glucose levels were between 300-400 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.